Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The part was returned to the manufacturer for analysis. The analysis consisted of functional testing. It was found that the arm was damaged.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the vertek arm was defective.